Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital representative called to reported that the customer was currently hospitalized with high blood glucose on (B)(6) 2017. The customer's blood glucose was 200 mg/dl, which later rose to 600 mg/dl at the time of admission. The cause of the hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization. Customer's current blood glucose was 333 mg/dl. The caller reported the insulin pump malfunctioned and requested a replacement. The insulin pump will be returned for analysis.